Event description:
Approximately six months post-operatively patient reported pain following a patient fall approximately 3 months post-operatively; on radiograph, one locking screw was observed to be disengaged from a pedicle screw in the pedicle screw construct. A procedure was performed to remove and replace the subject device.